Event description:
It was reported by a distributor that prior to a knee scope surgery, it was observed that the hd epscp device was defective prior to use. During in-house engineering evaluation, it was determined that the device outer tube and body, optical system, components and illumination distal tip fiber were damaged, was fractured and deformed. There was no procedure involved. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the complaint device was received at the manufacturing site and evaluated. During the service evaluation the following defects were identified: outer tube damaged, needle outer tube dent(s) deep outer tube bent badly outer tube damaged, distal tip distal tip damaged deep nicks/dings/scratches outer tube body / light post sidearm damaged nicks/dings illumination distal tip fiber damaged optical system, optical components broken lenses in optical system distal cover glass/negative damaged scratched/residue proximal cover glass damaged residue visual : deformed/bent, broken (2+ pieces) : device fractured per service reports, this complaint can be confirmed. The defective parts needs to be replaced to resolve the issues. The faulty parts was identified as the root cause for the device failure during the service evaluation. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. UDI: (B)(4)

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device is being further investigated. Once the investigation has been completed, a supplemental medwatch will be submitted.